Event description:
The cardiologist was not satisfied with how the device/implant was performing. The device was opened, never used or implanted into body. Please send device to st jude medical for further investigation. Patient doing well after procedure.

Event description:
The cardiologist was not satisfied with how the device/implant was performing. The device was opened, never used or implanted into body. Please send device to st jude medical for further investigation. Patient doing well after procedure.